Event description:
On (B)(6) 2019, a 73 year-old female patient had a mild procedure performed on l2-l3 and l3-l4, followed by an epidural steroid injection at the same levels. Immediately following the procedure, she noted severe lower back and right leg pain. An MRI was done and was inconclusive. A cet with myelogram showed an l1-l2 epidural hematoma. The patient had two decompression laminectomies performed by a neurosurgeon following the mild procedure and was placed in an inpatient rehab to recover. The patient history prior to the mild procedure included a fusion at l4-l5 with posterior instrumentation and spinal cord stimulator with anchors overlying the right l2-l3 and l3-l4 interspace.